Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
Inner packaging was broken on exeter stem.

Manufacturer narrative:
An event regarding pack damage involving an exeter stem was reported. The event was confirmed. Conclusion: an inspection of the returned by the supplier concluded, the damage of the outer blister is consistent with a misuse of the device during transportation. No further investigation for this event is required at this time. If additional information become available, this investigation will be reopened.

Event description:
Inner packaging was broken on exeter stem.